Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Batch # m52z0e. Additional information requested and received: when the staples hadn¿t fired, did the device cut: unsure if device had cut, or it had broken on way to cutting. The complaint form indicated this was a potential adverse event and has been logged by the hospital as a critical incident. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? From the information gathered, the patient was fine, and there were no changes for post op care or consequences to the patient; were the bits of plastic from the cartridge, if no, where were the bits of plastic from, did any piece of plastic break off of the device or cartridge, if yes, did they fall into the patient, if yes, were they retrieved, if yes, are they returning with the device:the bits of plastic have been included in the returned device in a specimen pot; what color cartridge was being used:blue cartridge being used to staple around a bubble on the lung; how was the procedure completed:another ats45 with blue cartridge was gathered I believe. The scrub nurse informed me that the handle was floppy at this point and moving freely. Since the device has been picked up, this was not the case when I looked at the device however; the handle that was floppy, was this the firing trigger or closing trigger:firing trigger the analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a thoracoscopic procedure, the doctor fired the gun and there was a big crunch. When they took it out of the patient, the staples hadn't fired and there were bits of plastic present. It is unknown how the procedure was completed. It has been logged by the hospital as a critical incident.